Event description:
On (B)(6), 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately. The patient obtained a blood glucose result of ¿220¿ with the subject meter. Quality control testing was not performed at the time of troubleshooting. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.